Event description:
It is reported that the drill bit fractured.

Manufacturer narrative:
Evaluation codes: no product was returned for review. Manufacturing info is unk as no lot number was provided. It is reported that the bit fractured. This situation could be due to (but not limited to), one of the following situations: excessive force that may have applied during usage, continued operation of the drill after it was struck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, or low speed/high torque of operation. Without further surgical info, the exact cause of failure cannot be determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.